Event description:
The physician reported that the subject ICD has been replaced due to loss of function after external defibrillation. It will be returned for analysis.

Event description:
The physician reported that the subject ICD has been replaced due to loss of function after external defibrillation. It will be returned for analysis.